Event description:
It was reported that this lead was an attempted implant due to high impedance measurements. The physician opted to replace the lead and a new one was successfully implanted. No adverse patient effects were reported. It is not expected to receive this lead for analysis since it was kept by the explanting hospital.